Event description:
During a preventive maintenance, the ge service rep found that the maximum dose rate at 9.98 r/min in normal fluoro during pm procedure was not within oec specifications. He also found intermittent 15020 error code appearing during fluoro. There was no injury to a pt.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep calibrated the generator and reloaded the ma file. He set the maximum dose rate at 8.15 r/min in normal fluoro and boost fluoro at 15.33 r/min. The system functions as intended.